Manufacturer narrative:
The reported events of high capture threshold, oversensing noise, high pacing lead impedance and suspected lead damage were not confirmed. As received, a complete lead with a stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
During an implant procedure, episodes of high capture threshold, high pacing impedance, and noise resulting in oversensing were noted on the right ventricular (rv) lead. The suspected cause of the event was rv lead damage at implantation. The rv lead was explanted and replaced to resolve the event. The patient was stable.